Event description:
It was reported while using one (1) BD BBL¿ Trypticase¿ Soy Agar with 5% Sheep Blood, there was no beta-hemolysis zone around the streptococci streak. Confirmatory testing was performed using the MALDI-TOF. There was no health impact or consequence reported.This is report 3 of 10.

Manufacturer narrative:
E1. Initial Reporter Facility Name:(b)(6) Memorial Hospital.A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.